Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-18, additional information received from the healthcare provider (hcp) reported that, starting on (B)(6) 2015, the patient was being infused with gablofen (previously reported as lioresal) 40000 mcg/20 ml at 141.8 mcg/day (lot number 3163-112); it was due to expire on 2016-03-25. Concomitant medications were not reported. Medical history was reported as: pump was increased, patient complained of increased weakness (no falls); reprogrammed without incident. No additional information was provided.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with lioresal intrathecal (1000 mcg/ml; 115 mcg/day); lot number not provided. The patient's indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2015, a bridge bolus programming error occurred. The drug concentration was entered as the old drug desired dose, and the reprogramming error caused an overdose. The old drug desired dose entered was 1000 mcg/day instead of 115 mcg/day. The patient returned to the office after an hour and the pump was programmed to stopped pump mode. The pump was then updated back to the simple continuous mode with a priming bolus of 0.386 ml over 80 hours and 37 minutes. This allowed for the 0.0417 ml that was already delivered over one hour that had elapsed. There were no medical symptoms reported and the event was related to the current drug it the pump. The pump was programmed to deliver a new concentration of 2000 mcg/ml at the same dose (115 mcg/day). Later on (B)(6) 2015, information was received from a company representative in regards to the programming error. The patient had been called back into the physician's office and the pump was reprogrammed one hour after the initial error. The patient had no reports of overdose symptoms. The pertinent medical history and other medications the patient was taking at the time of the event were not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.